Event description:
It was reported that during an unspecified procedure, resistance was encountered and a guide wire coating detachment occurred. The lesion was located in the pancreas. In an effort to exchange another manufacturer's guide catheter, the 0.035 jag precursor guide wire was advanced to the lesion, however, at an unspecified time resistance was encountered and it was noted that the guide wire's coating had detached. None of the detached coating remained inside the patient. The guide wire was removed and a different guide wire was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".